Manufacturer narrative:
The initial MDR was filed as MFR. Report # 3007566237. Additional review showed the correct manufacturing site was site # 3004209178. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a business partner indicated the pump was refilled for the first time on (B)(6) 2018 without issue. During the second refill on (B)(6) 2018, it was confirmed via palpation on the pump. It was confirmed catheter migrated to the abdomen side of the pump with the date of incidence as (B)(6) 2018. The catheter migrated to right above the pump refill septum and was difficult to move by hand. The refill was not performed and the patient was placed under observation. It was also noted refilling was difficult to perform. On (B)(6) 2018 examination was performed again. It was determined the position of the catheter did not recover. On (B)(6) 2018, reoperation was performed under general anesthesia. The wound on the abdomen, which was opened during the initial operation, was opened again. The pump and catheter were checked. The catheter was adhered to a scar under the fascia in front of the pump. The catheter was separated by forceps and repositioned to behind the pump. The physician assessment considered the possibility the catheter on the abdomen side was a little longer at the time of initial procedure. The event severity was increased to serious. The position of the catheter was adjusted by performing the procedure. The event outcome was reported as recovered on (B)(6) 2018. The event causality was related to the catheter. No further testing was performed.

Manufacturer narrative:
Concomitant medical product: product ID: 8781, lot# n710676002, implanted: (B)(6) 2018, product type: catheter. Product ID: 8781, serial/lot #: (B)(4), ubd: 23-mar-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a business partner regarding a patient who was receiving gabalon (unknown concentration at 35 mcg/day) via an implantable pump for spastic cerebral palsy. It was reported that catheter migration to the pump refill septum was confirmed on (B)(6) 2018. Echographic examination could not find the state; the physician diagnosed the state by palpation. The date of incidence was provided as (B)(6) 2018, but it was also stated that catheter migration to the pump refill septum had appeared from march to april. Refilling of the pump was therefore postponed, and the patient was under observation. It was considered that there was no catheter kink and the drug had been effectively working. As of (B)(6) 2018, it was stated that because the catheter did not recover spontaneously, an operation to return the catheter to the correct position was planned to be performed on (B)(6) 2018. It was reported the cause of the event was unknown. It was considered that there no issue as long as the catheter spontaneously recovered, but there would be difficulty in refilling. The state of the event would be confirmed on (B)(6) 2018. The event was classified as not serious. The event was unrecovered. It was reported there was no causal relationship with the drug, but it was unknown if the event was causally related to the catheter, pump, programmer, or surgical procedure. There were no reported symptoms. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the serial number of the pump was asked, but was unknown. It was reported that there were no reported symptoms for the patient. No further complications were reported or anticipated.